Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip was damaged. The procedure was completed with other instrument and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument when last used had no report of arcing or unintended energy discharge to the patient. No allegation related to the maryland bipolar forceps instrument's functionality was reported. The maryland bipolar forceps instrument may have collided with an instrument during its last usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was also found to have charring and localized melting at the distal likely due to another energized instrument momentarily touching the instrument yaw pulley. Additionally, an image of the instrument was submitted by the reporter to isi for review. A review of the image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the base of the maryland bipolar forceps (mbf) instrument grips exhibited thermal damage. Based on the appearance, a possible cause is likely due to a monopolar energy activation near the base of the instrument grips. If this scenario took place, the activated energy will pass through a conductive medium (fluid in the body) and will reach the grips of the mbf instrument, causing the mbf instrument yaw pulley to melt.